Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as (B)(4). The device investigation was completed on (B)(6) 2017. The regional service center (rsc) service log review revealed a delivery failure alarm due to apparent ipl failure followed by a system shutdown alarm due to an inter processor link communications failure in sequence 180b consistent with the reported event timing. The system shutdown alarm is consistent with the reported continuous audible alarm and service required screen display not previously seen by the user. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for the patient oxygen desatuation was due to the delivery failure alarm followed by a system shutdown, which stopped the device from delivering inomax. This condition will be tracked and trended under the company's quality system.

Event description:
On (B)(6) 2017, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report a patient event and delivery failure alarm while on inomax dsir (B)(4). The bedside rt reported that the (B)(6) year old female patient has been on inomax since (B)(6) 2017 with a set dose of 20ppm. The patient is on a puritan bennett 840 ventilator with the following settings pressure control pip 20, peep 10, respiratory rate 24, oxygen 100% and insp. Time of 1 second. She was not reported to be on any other pulmonary hypertension medication. The reporter stated that she performed a low calibration at 20:15 and the dsir was functioning as expected with 600psi in the cylinder. She was called to the bedside by the nursing staff at 23:11 for a delivery failure alarm accompanied by a loud audible continuous alarm. The staff was not familiar with the alarm being sounded. She reports that the patient's oxygen saturation dropped from a baseline of 97% to a low of 26%. She immediately removed the patient from the ventilator and manually ventilated using the inoblender set at 20ppm and 100% oxygen. The patient responded to the manual ventilation and returned to her baseline oxygen saturation by 23:25. No other resuscitation steps were needed. The patient remained alert the entire episode and remains on inomax at 20ppm at the time of this report. The reporter stated that it is probable that the incident was due to the abrupt withdrawal of inomax but that it is probable the incident was related to a device malfunction. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation.